Manufacturer narrative:
(B)(4). Customer stated the product will not be returned because the tubing was not saved. The customer complaint of bulge in the silicone segment could not be confirmed. The picture received from customer does not show any evidence of the silicone bulge. The root cause of this failure was not identified. No further analysis could be performed on unknown model and unknown lot number due to no information being provided by customer.

Event description:
The customer reported the IV tubing had a bulge in the silicone segment. The pump alarmed for occlusion and upon trying to flush the set they met resistance. The pump module door appeared to be open and upon opening the door and trying to remove the set it "exploded". Medications infusing at the time were normal saline and 20 meq of kcl. The pump alarmed for a patient side occlusion. The tubing was flushed with 10cc normal saline and the failure occurred after the flush. Customer did not say if the tubing was clamped off prior to the flush and did not say through what port the set was flushed. There was no report of patient harm or medical intervention required. Although requested, no additional event or patient information provided by the user.